Event description:
It was reported that there was a lead break or fracture. It was noted that contact three was damaged where the lead cap resided. It was noted that contact three and all combinations with contact three had impedance of 21,000 ohms. Troubleshooting included impedance testing at 1.5v with the following results: c-3 15,307, 0-3 16992, 1-3 16,626, 2-3 14182, c-0 2021, c-1 2004, c-2 2010. The battery/extension site was disconnected and reconnected but all combinations with 3 were still high at 3.0v. The lead/extension site was disconnected and reconnected but all combinations with 3 were still high at 3.0v. The extension and lead site were disconnected and tested with an external neurostimulator (ens). Contact 0-3 was >40,000 ohm, contact 1-3 was > 40,000 ohms and 0-2 was 4,248 ohms. The lead/extension junction and battery/extension junction were reconnected. The final impedance was as follows: c-0 1971, c-1 194 3, c-2 2063, c-3 21,004, 0-1 3217, 0-2 3752, 0-3 22,693, 1-2 3502, 1-3 22,528, 2-3 19,829. The issue was not resolved. Additional information received reported that there had not been any interventions taken or planned to resolve the issue. In response to a question if the lead was explanted the manufacturing representative stated that ¿nothing replanted.¿ the patient outcome was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va08ee0, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va08s1t, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).